Event description:
The customer would like the run data files analyzed to determine the possible cause for the elevated wbc content. The disposable set is not available for evaluation. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore, no pt info is reasonably known at the time of the event. This report is being filed due to an alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The run data files (rdf) were analyzed. The rdf does not show root cause for he elevated wbc count measured. It is possible that the failure is part of this site's statistical distribution for leukoreduction. The trima claim is <1 x 10^6 with a 95% confidence, not 100%. Inspection eval and corrective actions are in process. A follows-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the rdf does not show root cause of the elevated wbc count measured. It is possible that this leukoreduction failure may be donor related. Other possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.